Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. This pacemaker was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. This pacemaker was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2311. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. The patient reported discomfort due to the safety mode settings. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. The patient reported discomfort due to the safety mode settings. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report to remove patient monitoring from if remedial act init, type in h7 and replace it with recall. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2311. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.